Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52, lead, implanted: (B)(6) 2016; a2dr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular lead threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.